Manufacturer narrative:
The device was returned and evaluated. The reported foreign objects found in the air and water tube fault was likely a result of insufficient reprocessing. The additional evaluation findings are as follows: grip had a scratch, switch box had a scratch, aw cylinder had no color, suction cylinder had no color, aw cylinder had foreign objects, suction connector was dirty due to water leakage, electrical connector had corrosion due to water leakage, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, the play of up and down knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a crack, connecting tube had a scratch, and universal cord had a wrinkle. No leakage was found and distal end insulation test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera ii colonovideoscope olympus asset based on an unspecified allegation. There were no reports of patient harm. During evaluation of the returned device, it was found that the air and water (aw) tube had foreign objects and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel and air/water cylinder was unable to be further specified. Moreover, no deformation of the channel and cylinder was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.